Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 26jan2021 in the b.5. Field. No further follow-up is planned. Evaluation summary: the mother of a male patient reported that, after 15 days of usage of her son's humapen luxura device (after usage of half of the cartridge), the device was leaking when attaching a needle and after delivering a dose. The patient experienced a serious event of decreased blood glucose levels and non-serious event of increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch number 1105b05, manufactured may 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the device batch did not identify any atypical findings with regard to leaking when attaching needle, leaking after injection from the device or dose accuracy issues. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The mother also reported that the device was stored with the needle attached. The core instructions for use state to not store the pen with a needle attached. There is evidence of improper storage. The patient stored the device with the needle attached. This may be relevant to the complaint of leaking issues with the device and the non-serious event of increased blood glucose. It is not likely relevant to the serious event of decreased blood glucose issues.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a 10 years old male patient of unknown origin. Medical history included being thin, weight loss and chapping and bleeding of lips, after these symptoms he went to hospital and diagnosed with diabetes mellitus on (B)(6) 2020. Since he was diagnosed, the doctor hospitalized him for one week. He was not affecting in blood glucose elevation or dropping moments. Concomitant medication included insulin glargine for diabetes mellitus. The patient received insulin lispro (rdna origin) injections (humalog, 100u/ml) from cartridge via reusable pen (humapen luxura burgundy), 3iu thrice a day via unknown route, for treatment of diabetes mellitus beginning on (B)(6) 2020. On (B)(6) 2020, 25 days after starting insulin lispro therapy, his blood glucose and it was 350 (no units and reference ranges were provided). For the first 15 days of the cartridge usage there was no problem, but after 15 days usage of humapen luxura (burgundy) (after usage of half of the cartridge) when his mother tried to give insulin lispro, insulin lispro was leaking just before from every application. His mother tried to inject three doses, but the insulin lispro leaked drop by drop ((B)(4)/ lot number 1105b05). Reportedly, while troubleshooting the humapen luxura (burgundy) was arranged to 4iu and the mother was placing the needle tip, the one drop of insulin lispro leaked. Then, four drops of insulin lispro leaked until the end of the application. The leaking was increasing when the insulin lispro dosage lowered. On (B)(6) 2020, the cartridge was changed on routine control (same cartridge was used for more than 28days). His blood glucose was elevated to maximum 150 since he skipped his meal. On (B)(6) 2020, his blood glucose was measured as 60. Mother gave honey to him and measured the blood glucose as 40. The event of blood glucose of 40 was considered serious due to its medical significance. After second application, mother gave him three cubes of sugar and the blood glucose measured as 80. Reportedly, the mother would leave the humapen luxura (burgundy) with the needle attached (this was considered as improper use of device) and she was changing the needle at each injection. The humapen luxura (burgundy) was not dropped as confirmed by the mother. The outcome for the event of blood glucose decreased was recovered. Information regarding corrective treatment, outcome for the remaining events and status of insulin lispro therapy was not provided. The mother was the operator of the humapen luxura (burgundy) and her training status was not provided. The humapen luxura (burgundy) model duration of use and the suspect humapen luxura (burgundy) duration of use was 18 days as it was started on (B)(6) 2020. The humapen luxura (burgundy) device associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer did not provide a relatedness assessment for the events to insulin lispro therapy. The reporting consumer related the event of blood glucose increased and wrong drug administered to the humapen luxura (burgundy) device issue. The reporting consumer did not provide a relatedness assessment for remaining events to humapen luxura (burgundy). Update 24-dec-2020: information received on 21-dec-2020 and 23-dec-2020 were processed together. Edit 28dec2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 30-dec-2020: upon review of the case, updated the date of the laboratory data of blood glucose 150. No medically significant changes were made. Update 31-dec-2020: upon correction by the local affiliate of the information initially received on 21-dec-2020, contained information that the cartridge was changed on (B)(6)2020 after the suggestion of physician but leaking continued after that. The pen testing was conducted with the cartridge changed on (B)(6) 2020. No new medically significant information was received and hence no changes were made to the case. Update 26jan2021: additional information received on 25jan2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added date of manufacturer for the suspect humapen luxura (burgundy) device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a (B)(6) years old male patient of unknown origin. Medical history included being thin, weight loss and chapping and bleeding of lips, after these symptoms he went to hospital and diagnosed with diabetes mellitus on (B)(6) 2020. Since he was diagnosed, the doctor hospitalized him for one week. He was not affecting in blood glucose elevation or dropping moments. Concomitant medication included insulin glargine for diabetes mellitus. The patient received insulin lispro (rdna origin) injections (humalog, 100u/ml) from cartridge via reusable pen (humapen luxura burgundy), 3iu thrice a day via unknown route, for treatment of diabetes mellitus beginning on (B)(6) 2020. On (B)(6) 2020, 25 days after starting insulin lispro therapy, his blood glucose and it was 350 (no units and reference ranges were provided). For the first 15 days of the cartridge usage there was no problem, but after 15 days usage of humapen luxura burgundy (after usage of half of the cartridge) when his mother tried to give insulin lispro, insulin lispro was leaking just before from every application. His mother tried to inject three doses, but the insulin lispro leaked drop by drop (pc (B)(4)/ lot number 1105b05). Reportedly, while troubleshooting the humapen luxura burgundy was arranged to 4iu and the mother was placing the needle tip, the one drop of insulin lispro leaked. Then, four drops of insulin lispro leaked until the end of the application. The leaking was increasing when the insulin lispro dosage lowered. On (B)(6) 2020, the cartridge was changed on routine control (same cartridge was used for more than 28days). His blood glucose was elevated to maximum 150 since he skipped his meal. On (B)(6) 2020, his blood glucose was measured as 60. Mother gave honey to him and measured the blood glucose as 40. The event of blood glucose of 40 was considered serious due to its medical significance. After second application, mother gave him three cubes of sugar and the blood glucose measured as 80. Reportedly, the mother would leave the humapen luxura burgundy with the needle attached (this was considered as improper use of device) and she was changing the needle at each injection. The humapen luxura burgundy was not dropped as confirmed by the mother. The outcome for the event of blood glucose decreased was recovered. Information regarding corrective treatment, outcome for the remaining events and status of insulin lispro therapy was not provided. The mother was the operator of the humapen luxura burgundy and her training status was not provided. The humapen luxura burgundy model duration of use and the suspect humapen luxura burgundy duration of use was 18days as it was started on (B)(6) 2020. The humapen luxura burgundy was continued and its return was expected. The reporting consumer did not provide a relatedness assessment for the events to insulin lispro therapy. The reporting consumer related the event of blood glucose increased and wrong drug administered to the humapen luxura burgundy device issue. The reporting consumer did not provide a relatedness assessment for remaining events to humapen luxura burgundy. Update 24-dec-2020: information received on 21-dec-2020 and 23-dec-2020 were processed together. Edit 28dec2020: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added. Edit 30-dec-2020: upon review of the case, updated the date of the laboratory data of blood glucose 150. No medically significant changes were made. Update 31-dec-2020: upon correction by the local affiliate of the information initially received on 21-dec-2020, contained information that the cartridge was changed on (B)(6)2020 after the suggestion of physician but leaking continued after that. The pen testing was conducted with the cartridge changed on (B)(6) 2020. No new medically significant information was received and hence no changes were made to the case.